Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The physician advance the 16mm x 4.00mm ion stent delivery system to the unspecified target lesion, however the device was unable to cross the lesion. The device was successfully removed from the patient and it was noticed that the stent struts were "sticking up". The procedure was completed with another of the same device. No patient complications were reported and the patient's current condition is fine.

Manufacturer narrative:
Device evaluated by MFR.: the returned product had no original packaging or other devices. There was a blood like substance visible on the outer surface of the balloon. Two struts in the first distal row were bent back distally. There was no other damage to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at the time of event:18 years or older. Device is combination product. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The physician advance the 16mm x 4.00mm ion stent delivery system to the unspecified target lesion, however the device was unable to cross the lesion. The device was successfully removed from the patient and it was noticed that the stent struts were "sticking up". The procedure was completed with another of the same device. No patient complications were reported and the patient's current condition is fine.